Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A cause for the reported tip detachment could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the supera package was opened and the device was removed it was noted that nosecone was separated. There was no issue during unpacking or removal of the device from the package. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.